Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial# unknown, product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the insr antenna resolved the issue of poor coupling and now they got 6-8 coupling bars darkened which they never got before. It was reported that the patient was initially able to get full coupling with a new antenna however they were not able to get any bars shaded today. Best practices were reviewed and after several attempts of repositioning the antenna, they received 6 shaded bars. It was reported that the patient had a fall and had surgery which had already been reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37791, serial# unknown, product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that they were having poor coupling. The patient had not charged or used the implantable neurostimulator (ins) since their symptoms were improving, but the patient would now like to charge. Charging best practices were reviewed and the antenna was placed over the ins, but only 2/8 coupling was achieved. A recharger issue was suspected, and the patient was sent a new recharge antenna. The patient could not rule out falls as an issue, as the patient stated due to certain medical conditions she falls a lot, and had had to have surgeries as a result of the falls several times. The patient was instructed to see if the new antenna resolves the issue, and if not to follow up with her hcp for possible pocket issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for head/neck (non-malignant) and spinal pain reported they had shoulder surgery and wouldn¿t be able to charge for a couple more weeks. It was further reported the implantable neurostimulator (ins) depleted about four weeks ago resulting in a loss of stimulation. The consumer was going to see if she could get someone to help them connect with their recharger; if they couldn¿t they were going to contact their healthcare provider (hcp). Additional information was received from the consumer. It was reported that most of the time the device was hard to charge, but it did charge very slowly after being off for 2 weeks.